Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 6.1 cubie c4 not detected on bus. A field service engineer (fse) reseated row board cable connections and removed foil debris from cubie connections and restored proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.2 pocket c4 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.